Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks due to noise on the rv lead. The therapies were programmed off. The patient was hospitalized and was in the process of being scheduled to be transferred to another hospital for a system extraction. The patient was stable, but concerned at the time of the event. The following day on (B)(6) 2017, the patient had a cardiac arrest while still in the hospital and did not survive treatment. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.